Event description:
On 05/23/2024, it was reported by a sales representative via (B)(4) that an ar-9545-t15-01 driver shaft and an ar-9545-t15h torque indicating adapter were unable to be taken apart. This occurred after use in an rtsa procedure with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9545-t15-01 was received for investigation. Visual inspection found that the device was stuck to the ar-9545-t15h. Functional testing could not be performed due to the damage of the device. The most likely cause is attributed to wear and tear due to repeated use of the device.